Event description:
New information received noted that the right atrial lead exhibited high capture thresholds. The patient was in stable condition post procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 2017865-2019-18601. It was reported that the pacing lead impedance had doubled and a fracture was observed on the right ventricular (rv) lead. A capture anomaly was also observed on the right atrial (ra) lead. Both the right ventricular and right atrial leads were capped (B)(6) 2019. The right ventricular lead was replaced. The patient was stable prior to the procedure. Further information is not available at this time.